Event description:
It was reported that during the attempted implant of a transcatheter valve, secondary access for the pigtail catheter was unable to be obtained due to patient anatomy. Therefore, a guidewire was placed inside of a 18 french (fr) non-medtronic introducer sheath, along the right side of the delivery catheter system (dcs) to be used as a reference; however, the system was not able to advance upon placing the guidewire. It was reported that the capsule of the dcs was "stuck" inside of the sheath due to the guidewire also being placed through the sheath.  Subsequently, the system and introducer sheath were withdrawn from the patient, and a new valve, dcs, and compression loading system (cls) were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the advancement issue. It was noted that a 10 minute procedural delay occurred as a result of the advancement issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. D10. Continuation of d10: product ID {non-medtronic guidewire}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire caused interaction issues with the dcs; however, the guidewire was not a medtronic device.